Event description:
It was reported that during the reprocessing process, the subject device was discovered to not be working. There were no reports of patient involvement.

Manufacturer narrative:
E2: unknown. The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplement report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the customer's reported issue was confirmed. Found an ¿error 224¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been six years since the subject device was manufactured. Based on the results of the investigation, the most probable cause was due to a bad cable. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during the reprocessing process, the subject device was discovered to not be working. There were no reports of patient involvement.